Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for evaluation. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
An ophthalmic surgeon reported that cutter would not cut durin a procedure. The product was exchanged and the procedure was completed with no harm to the patient.